Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission and in clinic device interrogation, high pacing lead impedance was observed. Lead was capped and replaced on (B)(6) 2016. There were no adverse consequences to patient. Patient was fine.